Event description:
It was reported there was a break during surgery.

Manufacturer narrative:
Additional event information received. Device investigation narrative - 2.9 osteoraptor assembly returned for evaluation. Visual assessment of sample confirmed the reported complaint of breakage. No anchor was returned however the sutures remain assembled on the inserter confirming that the anchor broke at the suture eyelet. Per the device IFU under precautions ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair¿. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated c-(B)(4).

Event description:
Additional information: all broken pieces of the device were removed from the patient.